Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Approximately thirty minutes into the patient¿s treatment, blood was found to be leaking externally from the heparin line where it connects to the combi set tubing. There were no alarms that occurred during the treatment, and there were no leaks during the priming. The staff was able to secure the connection by wrapping tape around it, which prevented further leaking. Blood loss from the leak was estimated to be less than 20 ml. It was confirmed that the treatment was able to be continued and completed with the same supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. The combi set was not available to be sent back for evaluation as it was reportedly discarded.

Event description:
A user facility clinical manager (cm) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Approximately thirty minutes into the patient¿s treatment, blood was found to be leaking externally from the heparin line where it connects to the combi set tubing. There were no alarms that occurred during the treatment, and there were no leaks during the priming. The staff was able to secure the connection by wrapping tape around it, which prevented further leaking. Blood loss from the leak was estimated to be less than 20 ml. It was confirmed that the treatment was able to be continued and completed with the same supplies. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. The combi set was not available to be sent back for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.